Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the output connector assembly was broken. The hanger o-ring was missing. The menu encoder was contaminated. The menu knob was contaminated. The lower case was broken. The output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.